Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the physician was attempting to a resolute integrity drug eluting stent to treat a severely tortuous and moderately calcified proximal rca lesion exhibiting 80% stenosis. The device was removed from its packaging as per IFU and inspected with no issues noted. Negative prep was not performed. During the procedure, the lesion was not pre-dilated. When attempting to pass the stent into the lesion, the stent would not cross the lesion. The physician attempted multiple passes but then took the stent out to pre dilate the lesion. After removing the stent from the body, the physician noticed that a stent strut has been bent and did not try to use the stent again. Excessive force was used during the attempted delivery and resistance was encountered. The device did not pass through a previously deployed stent. No patient injury reported. The procedure was aborted due to not being able to get any stent to deliver.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.